Event description:
Treatment of a left internal carotid artery (ica) occlusion. It was reported the physician advanced the solitaire fr stent through tortuous anatomy by way of the cello and marksman catheter. Upon retrieval of the stent, it detached. It was reported that the patient had a clot from his ica extending out into the silvian segment (m2) that formed on the first attempt so the vessel was not able to be opened. The patient has a "do not resuscitate" (dnr) order and is not expected to do well.

Manufacturer narrative:
The device was returned for evaluation and the stent was found detached. (B)(4).